Event description:
It was reported that loss of cardiac pacing and increased pacing impedance were observed on the left ventricular (lv) lead. The suspected cause of the event was due to a subclavian crush. The patient experienced phrenic nerve stimulation on all configurations of the lv lead. The device was reprogrammed to resolve the event, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.